Event description:
It was noted that the device first showed high impedance in december 2019, and x-rays showed the leads are discontinuous in the neck. X-rays still have not been reviewed by the manufacturer to date. No further relevant information has been received to date. No known relevant surgical intervention has occurred to date.

Event description:
Patient presented with high impedance. X-rays were performed and it was noted that the lead is broken. X-rays have not been received or reviewed by the manufacturer to date. The device was disabled. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.